Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure because of malunion/nonunion and possible infection due to gunshot wound without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of 7.3mm cannulated screw 16mm thread/50mm, 7.3mm cannulated screw 16mm thread/55mm and plate from proximal femur and revised to 130 degree blade plate due to malunion/nonunion and possible infection due to gunshot wound. It is unknown if there was surgical delay. Procedure was successfully completed. Patient status is unknown. This complaint captures the post-op event while (B)(4) captures the intra-op event. This complaint involves three (3) devices. This report is for one (1) 7.3mm cannulated screw 16mm thread/50mm. This report is 1 of 3 for (B)(4).